Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Reportedly, during pre-imaging was acquired looking for thrombus and effusion. A mild to moderate pericardial effusion was noted and recorded, along with a predominate transverse sinus. Then, the 25mm amulet device was deployed and imaged. Device met close criteria and was released. Effusion assessment post device deployment was noted to have increased on right side of the heart. Physician accessed patient condition and a pericardial drain was placed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet was selected for an implant. Pre imaging was acquired looking for thrombus and effusion. A mild to moderate pericardial effusion was noted and recorded, along with a predominate transverse sinus. Transseptal puncture (tsp) location was identified and sheaths were placed. Retrospectively after tsp there was a decrease in the patients blood pressure. Physician felt this was not related to amulet device. Sizing of left atrial appendage (laa) was verified with intracardiac echocardiography (ice) and angio. 14fr torqvue 45 x 45 sheath was placed in laa at selected landing zone. The 25mm amulet device was deployed and imaged. Device met close criteria and was released. Effusion assessment post device deployment was noted to have increased on right side of the heart. Physician accessed patient condition and a pericardial drain was placed. Patient was monitored and was discharged from lab to recovery for observation. Physician also noted patient was on hydralazine before procedure. The patient is stable.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet was selected for an implant. Pre imaging was acquired looking for thrombus and effusion. A mild to moderate pericardial effusion was noted and recorded, along with a predominate transverse sinus. Transseptal puncture (tsp) location was identified and sheaths were placed. Retrospectively after tsp there was a decrease in the patients blood pressure. Physician felt this was not related to amulet device. Sizing of left atrial appendage (laa) was verified with intracardiac echocardiography (ice) and angio. 14fr torqvue 45 x 45 sheath was placed in laa at selected landing zone. The 25mm amulet device was deployed and imaged. Device met close criteria and was released. Effusion assessment post device deployment was noted to have increased on right side of the heart. Physician accessed patient condition and a pericardial drain was placed. Patient was monitored and was discharged from lab to recovery for observation. Physician also noted patient was on hydralazine before procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.